Event description:
User experienced discrepant sodium and potassium results for six samples. Two patient examples were provided. Initial potassium result 4.3 mmol/l, repeat 3.7 mmol/l. No patients were treated or affected because the results were not reported. The field service representative was unable to reproduce the issue or determine a cause, but noted he found a small hole in the direct calibrator vent tubing and replaced the tubing. Analyzer operation was verified by performance and precision tests.

Event description:
User experienced discrepant sodium and potassium results for six samples. Two patient examples were provided. Initial sodium result 132 mmol/l, repeat 138 mmol/l. No patients were treated or affected because the results were not reported. The field service representative was unable to reproduce the issue or determine a cause, but noted he found a small hole in the direct calibrator vent tubing and replaced the tubing. Analyzer operation was verified by performance and precision tests.